Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited t-wave oversensing (twos), elevated sensing integrity counter (sic), intermittent undersensing, and high rate non-sustained episodes. Programming changes were suggested, but follow up attempts to determine if intervention occurred were unsuccessful. The lead remains in use. No patient complications have been reported as a result of this event.